Event description:
Procedure: nephrectomy. According to the reporter: since it could not grasp the tissue firmly, the doctor found the device's function to fail to dissect the tissue. A new one was opened to complete the case with no problem. No patient harm.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).